Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have lost battery cap. Customer also reported that healthcare professional advised that boluses were not delivered per carelink. Troubleshooting would resume when customer receives battery cap.